Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the lower esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician suctioned the varix and attempted to deploy the first band but the band failed to release from the ligator head. The physician tried to remove the ligator head from the varix but the cap was stuck on the varix. The physician attempted to deploy all of the bands to facilitate removal of the ligator head from the varix but the ligator head still could not be removed. The ligator head was detached from the device and the physician remove the scope from the patient with the ligator head still stuck on the varix inside the patient. The physician chose to keep the patient for prolonged hospitalization to observe his condition for one week. The patient's condition at the conclusion of the procedure was reported to be stable. On the second day of observation, (B)(6) 2015, the physician checked the patient and noted that the ligator head had come off of the varix on its own and the patient was discharged. Five days after the patient was discharged he noted that the detached ligator head had passed in his stool. There were no reported patient complications due to this event and the patient was stable following the ligator head detaching.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported issue of bands failed to deploy. Reported issue of ligator housing detached. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.